Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had seizures and it was unknown if this was related to the device/therapy. The hcp requested for MRI compatibility guidelines and these were reviewed. On august 23rd, the hcp stated that they did not have information about the relationship between the device/therapy and seizures and that they did not implant the device for this patient. No further patient complications were reported/ anticipated as a result of this event.